Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon was removing his hand and on the third entry, the seal tape ripped. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.